Manufacturer narrative:
Similar incidents have been received for this product code, 2n3348. This incident has been communicated to the responsible baxter personnel to review and determine if this data is within the expected level of occurrence.

Event description:
International complaint received by foreign country. Customer reports a separation between the tubing and the male luer lock during pt use while infusing glucose, insulin, and potassium chloride. No pt injury or medical intervention, no additional info available.